Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited far field p-wave oversensing. No intervention was performed. No further information was available.